Event description:
It was reported that during the procedure, the indeflator was attempted to be inflated to 12 bar but the gauge of pressure slowly went down and could not hold the pressure. The device was connected directly to the balloon. No air bubble was seen. Many attempts were made but the gauge still went down. A new non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. A review of the corrective and preventative actions (CAPA) database for the device was performed and revealed no complaint assessment CAPA¿s that would be related to the reported issues. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.